Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the viscera elite xenon light source displays error code e207 and the emergency lamp indicator and main lamp light up at the same time. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
New information added on fields: d9, h3, h4, and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during the evaluation. It is surmised that phenomenon ¿e207 (emergency lamp failure)¿ occurred due to emergency lamp failure. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.